Manufacturer narrative:
(B)(4). G2: foreign: canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the head driver threads are broken. There was no known impact or consequences to the patient. It was reported that no further information could be provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d4 g3, g6, h2, h3, h6, h11 corrected: h4. D4 - UDI is not applicable; the device was manufactured prior to di publish date. Visual examination of the provided pictures identified that the head impactor is disassembled from the driver. The head impactor is a different size and colour from that of the original impactor used with the handle. There is some bio debris on the head impactor and driver pad. No further observations could be made from the image alone. The device has a field age of around 20 years. No product was returned; further visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A review of the complaint history found no additional related issues for this item or the reported part and lot combination. The root cause of the reported issue is attributed to a use error. Per IFU, ¿the majority of surgical instruments and trial prostheses instruments are constructed in such a way that they will not require disassembly.¿ as the head is epoxied to the shaft, it is not intended to be disassembled during reprocessing. It also states, "correct handling of instruments is extremely important. Do not modify instruments." The original head was not used with the handle, and a different colour and size head was used instead. Therefore, the user did not follow instructions. Additionally, the IFU states "see assembly and disassembly manual for detailed guidelines related to instrument assembling and disassembling" and this instrument is not listed as an item that can be disassembled. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.